Manufacturer narrative:
Investigation summary: our quality engineer inspected the photograph and video submitted for evaluation. Bd received one photograph which displayed the top web (label) of a bd q-syte, reference number 385100, lot number 1082682. There is also a second label adhered to the top web. The video shows a slip luer syringe with clear fluid attached at the female luer end of the q-syte device. The fluid is being flushed through the q-syte while the bottom of the q-syte is held closed with a label and pressure, at which time leakage is observed from the vent hole. Leakage from the vent hole is normally attributed to damaged column wall of the septum. During manufacturing septum damage can be caused due to damaged or dull or misaligned blade during the septum slit process. During use, damage to the septum can occur due to excessive actuations and extraneous force. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that liquid leaked from the base of the bd q-syte¿ luer access split-septum stand-alone device. This occurred 2 times during use. The following information was provided by the initial reporter, translated from (B)(6): "liquid leakage at the base of the q-syte separator membrane needle-free closed infusion connector separator membrane".